Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a staar procedure, the staples did not form correctly. Another device used to complete the procedure with no patient consequence.